Event description:
It was reported to nova biomedical that a consumer received a reading of 510 mg/dl on her blood glucose meter. The consumer did not feel this was an accurate reading and opened a new box of strips getting a result of 134 mg/dl. Caller feels the 134 is an accurate result. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any signigficant findings be a result of that investigation, a follow-up report will be filed.